Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-29252.

Event description:
The customer reported via phone call she was hospitalized on (B)(6) 2014 with high blood glucose of 1064 mg/dl. The customer stated she woke up and her infusion set had come out. She was taken to the hospital by her husband. Customer was diagnosed pancreatitis and was treated with manual injections and insulin drip. During troubleshoot; the customer was unable to identify the drive support cap and determined if it is recessed. Customer was not connected during the call and could not check for air bubbles or insulin leaks. The customer stated she has been having issues with the infusion sets and sensors not adhering. She stated she does perspire heavily. It was found that the customer was wearing the sensor and infusion set for longer than recommended; she used it for 6 days. Current blood glucose is 241 mg/dl.